Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she is having burns on her skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns on her skin/ burn was on her back [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. A 50-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number w37940, expiration date jan2021, from (B)(6) 2018 for an unspecified indication. The patient used the product for approximately 4 to 4.5 hours. The patient's medical history and concomitant medications were not reported. The patient experienced burns on her skin/ burn was on her back on (B)(6) 2018. The action taken in response to the event for thermacare heatwrap was unknown. The burn was treated with ointment received from the general practitioner to relieve the pain. The outcome of the event was recovering. The burn was considered related to thermacare according to reporter. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she is having burns on her skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (07jan2019): new information reported from the contactable consumer includes: patient information, product information, and reaction data (updated event to 'burns on her skin/ burn was on her back' and updated outcome to recovering). Follow-up (04mar2019): new information received from product quality complaint group includes investigation results. Follow-up (21dec2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the information provided, the event of "burns on her skin/ burn was on her back " as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out. The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. Product effect varies with each individual. No further investigations or actions are suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she is having burns on her skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burns on her skin/ burn was on her back [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number w37940, expiration date jan2021, from (B)(6) 2018 for an unspecified indication. The patient used the product for approximately 4 to 4.5 hours. The patient's medical history and concomitant medications were not reported. The patient experienced burns on her skin/ burn was on her back on (B)(6) 2018. The action taken in response to the event for thermacare heatwrap was unknown. The burn was treated with ointment received from the general practitioner to relieve the pain. The outcome of the event was recovering. The burn was considered related to thermacare according to reporter. According to the product quality complaint group: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "she is having burns on her skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (07jan2019): new information reported from the contactable consumer includes: patient information, product information, and reaction data (updated event to 'burns on her skin/ burn was on her back' and updated outcome to recovering). Follow-up (04mar2019): new information received from product quality complaint group includes investigation results. Follow-up (21dec2018): this follow-up report is being submitted to upgrade this case to a reportable medical device report. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "burns on her skin/ burn was on her back" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out. Comment: based on the information provided, the event of "burns on her skin/ burn was on her back" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the suspect device and the event cannot be ruled out.